Manufacturer narrative:
It was reported that the piston of the syringe was "blocked and stiff." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and testing was performed using product pulled from stock. The samples investigated found that the syringes were manufactured and performed within specification. A root cause investigation identified the problem/issue was a result of use error in that the product instructions were not properly followed when it states that the "stopper seal" must be broken prior to use. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the piston of the syringe was "blocked and stiff."